Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 265 mg/dl. Prior to malfunction customer accidentally ran pump through the washer and when she got her pump out the screen was still responsive however she got an alarm 21 after trying to load the cartridge. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.